Event description:
It was reported the atrial port was plugged on the pacemaker and this caused the implant detect to remain on. Implant detect will be programmed off to begin the diagnostic collection and transmission capabilities. They will work with the doctor to see what they want to do about the implant detection being "on." The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.